Manufacturer narrative:
The pump gave an alarm during the prime test due to a faulty force sensor. Unable to perform the occlusion, rewind, basic occlusion, or excessive no delivery tests or verify the motor error alarm due to the alarm. The motor passed the motor test. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer performed displacement test and the insulin pump passed. The customer stated that the compromised force sensor system alarm went off while performing manual prime. The customer stated that the insulin pump was not dropped or bumped prior to the issue. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.